Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "swelling" and ¿foreign body granuloma¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: adverse events: in the clinical study, 7 subjects had lumps/bumps or swelling that occurred weeks to months after treatment. All of these aes were mild or moderate. Swelling was treated with acetaminophen or doxycycline, and no treatment was given for the lumps/bumps. All of these events resolved without sequelae. Common and expected isrs were collected via 30-day diaries after each treatment. The incidence, severity, and duration of isrs for subjects treated with juvéderm volbella® xc after initial treatment are shown in table 6. Most subjects reported an isr after treatment, with the most common being swelling, tenderness, and firmness. The majority of isrs were mild to moderate in severity and resolved within 14 days. The incidence of isrs after touch-up treatment was lower than that after initial treatment. The isrs after repeat treatment were similar to those after initial treatment. Treatment-related aes after initial treatment (or touch-up treatment) occurring in = 5% of subjects included chapped lips, dizziness, dry lips, general physical condition abnormal, headache, lip disorder (lumps), lip injury, oral herpes, presyncope, wound, and injection site discoloration, discomfort, edema, erythema, exfoliation, hyperaesthesia, hypoaesthesia, laceration, nodule, papule, paraesthesia, pruritus, and reaction. In the juvéderm volbella® xc group, after repeat treatment with juvéderm volbella® xc, treatment-related aes were reported in 13.7% (17/124) of subjects. Injection site mass occurred in 7.3% (9/124) of subjects. Treatment-related aes occurring in = 5% of subjects included chapped lips and injection site bruising, edema, induration, and pain. Treatment-related aes after repeat treatment occurred with lower incidence rates, severity, and duration compared to initial/touch-up treatment. The following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. Instructions for use: with patients who have localized swelling, the degree of correction is sometimes difficult to judge at the time of treatment. In these cases, it is better to invite the patient back to the office for a touch-up treatment. Patients may have mild to moderate injection site responses after treatment in the lips and perioral area, which typically resolve within 14 days. Ice may be applied for a brief period following treatment to minimize swelling and reduce pain. Within the first 24 hours, patients should avoid strenuous exercise, extensive sun or heat exposure, and alcoholic beverages. Exposure to any of the above may cause temporary redness, swelling, and/or itching at the injection sites.

Event description:
Healthcare professional reported after injection in the lips with 1 syringe of juvéderm volbella® xc, the patient experienced swelling three months after injection. Three days after symptoms began, the patient was treated with an injection of hylenex, and again 11 days later. A month after symptoms began, the patient was treated with kenalog, and again a month later. Eight days after symptoms began, the patient had a lesion biopsy that came back with the results of foreign body granuloma. Symptoms resolved almost six months after they began.